Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to erosion. Reportedly, the pocket was revised to tuck everything back in and repair skin sore. There were no additional adverse patient effects reported. The lv lead remains in service.